Manufacturer narrative:
Occupation is patient/consumer: the meter and test strips were requested for investigation, however, there are no test strips remaining to return. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine-based) origin are not a coaguchek-specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." H3 other text : na.

Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number (B)(6), compared to a laboratory result using an unknown method. The patient was not sure of the exact date of the event or the exact result. Upon review of the meter's patient result memory, the following values were observed on (B)(6) 2023: 3.7 inr at (B)(6). 3.8 inr at (B)(6). The laboratory result within 4 hours was within the patient's therapeutic range of 2.5 - 3.5 inr. The exact result was requested but not provided. No medication changes were made based on the meter result. The patient¿s therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is weekly.